Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation in the left atrium, the tip of the nrg transseptal needle slightly broke (chipped) during the needle preparation. Therefore, the device was replaced with another of the same model, and the procedure was completed successfully. No patient complications were reported. The product is not expected to be returned as it was discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.